Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? Yes. Was procedure successfully completed? Yes. Patient status/ outcome / consequences: no. How long was the delay? Please specify in minutes. I don¿t know exactly how long, but they informed me that there was a delay and the used c-arm to find the needle. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - please provide the lot number. Xdbbwhq0. The following information was requested, but unavailable: were fragments generated? If yes, were they removed easily without additional intervention? Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, -revision) required? Is the patient part of a clinical study? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on an unknown date and suture was used. Needle dislodged from the thread during suturing in normal delivery. No adverse patient consequences were reported. Additional information was requested.